Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later healthcare professional reported "deflation and exchange". This record is for the right side. Device was explanted.

Event description:
Patient reported "rupture". Later healthcare professional reported "deflation and exchange". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.